Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
It was reported that the abutment fractured at the screw part in the implant, and the screw was removed. Tooth location #15. Procedure was completed.